Event description:
Attached the millex g.v. 0.22 filter when priming the tubing. Nurse went to attach the filter to patient and started the infusion. Noted immediately that the filter was leaking, from filter itself while attached to the patient. Removed the filter and replaced with a new one. No leaking noted.